Event description:
It was reported that the customer experienced low blood glucose (bg) level of 49mg/dl, cause was unknown. The customer consumed carbohydrates to address bg level. Additionally, a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.